Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 453 mg/dl. The customer treated with manual injections. The customer was advised on how to enter the carb in the capture event feature. The customer declined to troubleshoot for high readings.